Manufacturer narrative:
Concomitant medical product: d314drg ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead bipolar lead impedance warning was ongoing for low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.